Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer had scar tissue and thought that infusion site was not good. The customer changed the infusion set. During the loading process, the customer overfilled the cartridge and received a minimum fill notification. The customer used another cartridge and it was loaded successfully. The customer's blood glucose level was 253 mg/dl and after the supplies on the pump had been changed, insulin delivery was resumed.